Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to loss of capture. The patient did not exhibit any symptoms due to malfunction. The patient was stable post-procedure.